Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who reported that the "legs just folded under from the bath bench and fell out of the bath." The end user sought medical attention and received a shot of cortisone in her shoulder for pain. Drive is currently investigating the incident and will file an update if additional information becomes available.